Event description:
It was reported to philips that while on scene, the crew members stated that while trying to acquire 3 and 12 lead readings, they noticed the device was unable to read. The crew members proceeded to troubleshoot by using the spare cables (3 and 12 leads) resulting with same findings and immediately contacted dispatch over the radio and requested another unit for monitor failure. There was no reported adverse patient impact.